Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) due to long charge times in mid-life. The device was successfully replaced. No adverse patient effects were reported.